Manufacturer narrative:
Conclusion: it was reported that the patient was experiencing power switching. The controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. A battery charger was not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial number of the battery charger was not provided. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection revealed that the serial port data cap was missing. This observation is not related to the reported event and is likely due to the handling of the unit. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. The manufacturer is investigating momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis:the returned controller passed functional testing; during the visual inspection revealed that the controller serial port rubber cap was missing. The returned batteries passed visual inspection and functional testing. The log file analysis revealed switching events due to momentary disconnect. Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / bat510121/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(6) d10: yes, return date: 2017-11-13 h4: mfg. Date: 2016-12-31 h5: no h6: device code(s): c63030 h6: method code(s): actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): interoperability problem c92070; FDA 3213; results pending completion of evaluation c92143; FDA 3233 h6: FDA conclusion code(s): conclusion not yet available-evaluation in progress c91868; FDA 11; quality system deficiency c91885; FDA 25. D1: heartware ventricular assist system ¿ battery d4: battery / bat360498r01/ model #: 1650de / expiration date: 2017-10-31 UDI #: (B)(6) h4: mfg. Date: 2016-10-31 h5: no h6: device code(s): c63030 h6: method code: actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): no failure detected c92083; FDA 213; results pending completion of evaluation c92143; FDA 3233 h6: FDA conclusion code(s): conclusion not yet available-evaluation in progress c91868; FDA 11; no failure detected, device operated within specification c91890; FDA 71. D1: heartware ventricular assist system ¿ battery d4: battery / bat360449r01/ model #: 1650de / expiration date: 2017-10-31 UDI #: (B)(6) d10: yes, return date: 2017-11-13 h4: mfg. Date: 2016-10-31 h5: no h6: device code(s): c63030 h6: method code:actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): results pending completion of evaluation c92143; FDA 3233; interoperability problem c92070; FDA 3213 h6: FDA conclusion code(s): conclusion not yet available-evaluation in progress c91868; FDA 11; quality system deficiency c91885; FDA 25. D1: heartware ventricular assist system ¿ battery d4: battery / bat510407/ model #: 1650de / expiration date: 2017-01-31 UDI #: (B)(6) d10: yes, return date: 2017-11-13 h4: mfg. Date: 2016-01-31 h5: no h6: device code(s): c63030 h6: method code: actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): no failure detected c92083; FDA 213; results pending completion of evaluation c92143; FDA 3233. H6: FDA conclusion code(s): conclusion not yet available-evaluation in progress c91868; FDA 11; no failure detected, device operated within specification c91890; FDA 71. D1: heartware ventricular assist system ¿ battery d4: battery / bat510120/ model #: 1650de / expiration date: 2017-12-31 UDI #: (B)(4) d10: yes, return date: 2017-11-13 h4: mfg. Date: 2016-12-31 h5: no h6: device code(s): c63030. H6: method code(s):actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): interoperability problem c92070; FDA 3213; results pending completion of evaluation c92143; FDA 3233. H6: FDA conclusion code(s): conclusion not yet available-evaluation in progress c91868; FDA 11; quality system deficiency c91885; FDA 25. D1: heartware ventricular assist system ¿ battery d4: battery / bat510453/ model #: 1650de / expiration date: 2017-01-31 UDI #: (B)(4) d10: yes, return date: 2017-11-13 h4: mfg. Date: 2016-01-31 h5: no h6: device code(s): c63030 h6: method code: actual device evaluated c91896; FDA 10; electrical evaluation c91919; FDA 23; analysis of data log(s) c102867; FDA 3372; visual inspection c92023; FDA 38. H6: FDA results code(s): interoperability problem c92070; FDA 3213; results pending completion of evaluation c92143; FDA 3233. H6: conclusion code: conclusion not yet available-evaluation in progress c91868; FDA 11; quality system deficiency c91885; FDA 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery d4: battery / (B)(4) model #: 1650de / expiration date: 2017-12-31, (B)(4). Return date: 2017-11-13, (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-10-31, (B)(4). Return date: 2017-11-13. (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-10-31, (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-01-31, (B)(4). Return date: 2017-11-13. Device evaluation anticipated, but not yet begun. Mfg date: 2016-01-31. (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-12-31. B)(4). Mfg date: 2016-12-31. (B)(4). Heartware ventricular assist system ¿ battery d4: battery / (B)(4)/ model #: 1650de / expiration date: 2017-01-31. (B)(4). Return date: 2017-11-13. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anxiety from battery switching. The controller and batteries were exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.